Event description:
Received from wholesaler glucose test strips labeled lot 2871217. Also possible diverted product lot # 2871217. Also possible diverted product lot # 2871217 with no ndc number. Product was returned to the wholesaler.